Event description:
A PICC line was inserted into the left cubical fossa in 2005. The clinician found the line broken two days later. There was no leakage noted prior to the incident from the line. There were no reports of any difficulties with catheter insertion or withdrawal of the guidewire. The catheter hub was sutured into place and the site covered with a transparent occlusive dressing. Both springfusor and graseby volumetric pump were used on the line. Hospitalization was not prolonged due to the incident. This pt had several PICC lines placed and two of the PICC lines broke. This was the first incident. The second incident was reported with manufacturer number 1710034-2005-00072.